Event description:
Due to occurrence of low flow alarm, the patient was temporarily examined on (B)(6) 2021. Ventricular tachycardia was observed on the electrocardiogram. No subjective symptoms or clinical compromise were observed. There was no medical history of persistent ventricular tachycardia or ventricular fibrillation prior to lvad implantation. Although low flow alarm occurred, there were no subjective symptoms and no obvious signs of circulatory insufficiency. However, cardioversion was performed because of persisting ventricular tachycardia. The exact cause was unknown, but the situation suggests that right heart failure due to ventricular tachycardia reduced preload in the left ventricle, resulting in low flow alarm. Low flow alarms resolved after the ventricular tachycardia was stopped by cardioversion.

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a log file review confirmed low flow alarms. However, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. A review of the submitted log file revealed that there was a slight decrease in voltage and flow over time. This log file captured 21 persistent low flow hazard alarms from day 1340, hour 13, minute 32 to day 1340, hour 15, minute 3 and on day 1340, hour 16, minute 32 when the pump flow dropped below the low threshold of 2.5 lpm, to as low as 2.4 lpm. There was 1 low battery advisory on day 1339, hour 15, minute 39. No other unusual alarms or events were captured, and the pump appeared to function as intended. The patient remained ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ heartmate ii lvas IFU section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had ventricular tachycardia since (B)(6) 2021 and low flow alarms were recorded (possibly caused by hypovolemia).